Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged his ipg in over a year. The patient also had not felt stimulation since that time. As a result, the patient underwent surgical intervention where the ipg was explanted and replaced. Effective stimulation coverage was restored post-operative and the issue is resolved.